Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while performing a surgical procedure the probe was unable to be inserted into the cannula. It was replaced to complete the procedure. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a 27g probe was returned for evaluation. The 27g probe was packaged on april 13, 2017. There were 330 paks associated with this lot. The 27g probe was manufactured on april 7, 2017. There were 126 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release the 27g probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2018 and there were no obvious visual non-conformity observed. The laser probe tip was straightened and the probe was attempted to be inserted into a 27ga trocar cannula. However, the tip was unable to be inserted into the trocar. The laser probe tip was observed under a microscope and there was physical damage observed at the articulating portion of the laser probe tip. Although the reported event was confirmed, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).